Event description:
On (B)(6) 2010, the brainlab pt positioning device exactrac was incorrectly calibrated by the user. As a result, the radiation dose delivered from the linear accelerator deviated from the intended target region for 4 pts for one radiation fraction each in between (B)(6) 2010. No failure of the brainlab device was stated by the hosp.

Manufacturer narrative:
According to the hosp, no adverse clinical effect is expected for the 4 pts in question. The hosp states to have reported the slightly exceeded planned treatment margins for one pt to the (B)(6). Incorrect calibration by the user resulted in a deviation of the intended pt position at the linear accelerator. According to brainlab measures are in place for the device in question in order to minimize the risk as far as reasonably possible. There was no quality or performance issue or malfunction of brainlab equipment. Corrective and preventive actions: since there was no quality or performance issue or malfunction of brainlab equipment. According brainlab measures are in place for the device in question in order to minimize the risk as far as reasonably possible. There are no corrective and preventive actions intended by brainlab at this point of time.